Manufacturer narrative:
(B)(4) complaint number: (B)(4). Results of investigation: this unit was field serviced by a (B)(4) authorized service technician. The service technician was able to verify the reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue and returned the defective component to vyaire medical for failure analysis. Failure analysis: (B)(4) was able to verify the customer's reported issue during testing and evaluation. During the initial bench test, the turbine manifold assembly with turbine assembly was not working normally with a high patient outlet pressure on the golden testing ltv ventilator. The unit failed the turbine manifold assembly functional test for flow on the bypass valve test. Visual inspection did not reveal any anomalies; however, internal inspection did reveal the bypass valve diaphragm was stuck open to the turbine manifold cover. This issue caused the high tidal volume and high fvd.

Event description:
It was reported to (B)(4) that the unit was delivering a higher amount of tidal volume than expected. There was no patient involvement associated with this complaint.